Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100749426, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with malposition may have been due to a potential error in the location of the placement. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced distal cylinder crossover. The crossover was reported to be related to misplacement during the original surgery and not due to the implant. A surgical revision was performed to address the distal crossover. There were no further patient complications reported.